Manufacturer narrative:
The reported complaints of capturing problem, sensing problem and impedance problem were not confirmed. Final analysis found that visual inspection showed that the helix was within specification and no anomaly or damage was noted on the device. Telemetry, pacing, sensing, impedance and output features were analyzed and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Related manufacturing reference number: 2017865-2022-41847. It was reported that the patient presented for a device implant procedure. During the procedure, the leadless pacemaker was mapped and fixated multiple times in the right ventricle. It was noted that the leadless pacemaker exhibited r wave amplitude variation, high capture threshold, high pacing impedance and stretched helix. The device was removed and replaced with another leadless pacemaker during the same procedure. The new device exhibited high capture thresholds and poor sensing. The leadless pacemaker was not implanted and the procedure was completed with no device implant. The patient was in stable condition.